Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. To address the problem, the caller used the same cartridge and infusion set, filled the tubing, and resumed insulin administration.